Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified only a dc (battery) power failure. The device operated properly on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The follow-up medwatch report should read: physio-control evaluated the device and verified only a dc (battery) power failure. The device operated properly on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed power supply assembly at the failure analysis center and determined the cause of the failure to be due to an open fe transistor, designator q10.

Event description:
It was reported that device was recently repaired and returned without a battery. When a replacement battery was received, the device functioned for a short time and then would not power on with ac or dc power. There was no patient use associated with this reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control evaluated the device and verified only a dc (battery) power failure. The device operated properly on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.